Manufacturer narrative:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer skipped a previous meal, and did not adjust insulin deliveries to compensate. Additionally, customer was not using the non-tandem continuous glucose monitor as they did not have supplies, and were not able to monitor bg levels. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.